Manufacturer narrative:
Additional information received. See b. Describe event or problem. E/f codes updated.

Event description:
Additional information received on 20 mar 2025: was any damage to the catheter observed? No damage to the material has there been any damage to patients/healthcare professionals? No. Is there any patient involvement, please confirm? Yes, in both cases the complaint was verified after puncture.

Manufacturer narrative:
A device history record review was completed for provided material number 38181214 and lot number 3269724. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. For the defect reported of ¿catheter with blood/fluid leakage between the plastic catheter and the connection cone,¿ no picture sample was received for analysis of this reported issue. For further conclusions, a detailed analysis of the physical sample would be necessary. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard leaked. The following information was provided by the initial reporter, translated from portuguese to english: catheter with blood/fluid leaking between plastic catheter and connection cone.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.